Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height legacy cubie drawer 5 did not open. A field service engineer (fse) manually pulled open the drawer during recovery, which restored functionality. No medication jams or foreign objects were identified, and the issue could not be reproduced afterward. The catch latch was adjusted forward to ensure proper operation. Post-repair, the drawer functioned normally, and the fix was validated by observing the customer successfully access the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was stuck. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.